Event description:
Edwards received information that a 19mm valve was disabled after an implant duration of ten years and six months due to degeneration leading to severe stenosis. A 20mm valve was implanted using the valve in valve procedure without complications. On tte, there was noted to be on aortic insufficiency and good positioning of the valve. The patient was in stable condition post-operatively and was discharged on pod #1 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable but was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a valve was disabled after an unknown implant duration due to degeneration. A 20mm valve was implanted using the valve in valve procedure without complications. The patient was reported to be in stable condition post-operatively. No additional information was provided.